Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this lead exhibited loss of capture and a surgical revision was performed in which the lead was repositioned. After two days later, the lead was explanted due to a suspected dislodgement and loss of capture. No additional adverse patient effects.